Manufacturer narrative:
Correction: the device was not explanted on (B)(6) 2014 as previously reported. The patient experienced skin overgrowth at the abutment site. On (B)(6) 2014, the patient underwent a procedure ro excise the excess tissue. During the same procedure, the abutment was removed. The implanted device remains. This report is filed april 24, 2014. Device is currently unavailable.

Manufacturer narrative:
Device currently unavailable.

Event description:
Per the clinic, the device was explanted (B)(6), 2014 due to infection. The device has not been made available for analysis as of the date of this report, (B)(6), 2014.